Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. The inappropriate shock therapy, resulting from system oversensing, was confirmed however, analysis did not identify any conclusive evidence of a specific root cause.

Event description:
It was reported that the patient with this device received an inappropriate shock while sitting down. The patient reported being asymptotic at the time of shock delivery. The field representative stated the electrogram appeared to illustrate a sense b node artifact. The patient was brought to the clinic for an evaluation however, the similar issues were unable to be replicated, in spite varying postures and maneuvers. A chest x ray was completed and confirmed appropriate system placement with terminal pin fully inserted. Technical services reviewed device information, along with the physicians reprogramming decisions and aligned with the secondary vector with a 1x gain and smart pass (sp) programmed, on. The secondary vector does not include the sense b node, thus this represented the most favorable programming vector selection. The secondary signal appeared biphasic with amplitudes at approximately 1.3-1.6mv. The r/t ratio a bit challenging, thus keeping sp on, a favorable programming option. During the data review for sensing optimization, it was also noted that the device was depleting prematurely. Device replacement was recommended and later completed. Field safety notices had been delivered to physicians regarding subsets of emblem family devices that have experienced an increased rate of premature battery depletion due to a compromised capacitor from exposure to hydrogen within the device. This device is a part of that population.

Manufacturer narrative:
Following return and completion of laboratory analysis, this event will be further updated.

Event description:
It was reported that the patient with this device received an inappropriate shock while sitting down. The patient reported being asymptotic at the time of shock delivery. The field representative stated the electrogram appeared to illustrate a sense b node artifact. The patient was brought to the clinic for an evaluation however, the similar issues were unable to be replicated, in spite varying postures and maneuvers. A chest x ray was completed and confirmed appropriate system placement with terminal pin fully inserted. Technical services reviewed device information, along with the physicians reprogramming decisions and aligned with the secondary vector with a 1x gain and smart pass (sp) programmed, on. The secondary vector does not include the sense b node, thus this represented the most favorable programming vector selection. The secondary signal appeared biphasic with amplitudes at approximately 1.3-1.6mv. The r/t ratio a bit challenging, thus keeping sp on, a favorable programming option. During the data review for sensing optimization, it was also noted that the device was depleting prematurely. Device replacement was recommended and later completed. Field safety notices have been delivered to physicians regarding subsets of emblem family devices that have experienced an increased rate of premature battery depletion due to a compromised capacitor from exposure to hydrogen within the device. This device is a part of that population. Subsequently, the device was explanted and is intended to be returned for analysis.